Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the colon of a cancer patient on (B)(6), 2010. According to the complaint, the patient's anatomy was moderately tortuous due to an obstruction in the sigmoid colon. During the colonoscopy procedure, as the physician was attempting to deploy the stent, the deployment handle broke. As a result of the handle break, the stent was unable to be implanted. The device was removed from the patient without issue, and the procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the colon of a cancer patient on (B)(6), 2010. According to the complaint, the patient's anatomy was moderately tortuous due to an obstruction in the sigmoid colon. During the colonoscopy procedure, as the physician was attempting to deploy the stent, the deployment handle broke. As a result of the handle break, the stent was unable to be implanted. The device was removed from the patient without issue, and the procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 53 millimeters. A kink was present in the clear outer sheath of the stent , as well as a kink in the shaft of the device distal to the proximal end of the blue outer sheath. The distal handle was detached from the outer sheath. The stainless steel shaft was severely kinked and bent distal to the proximal handle, which consistent with excessive tensile force having been applied to the shaft. During functional analysis, it was possible to retract the outer sheath by hand and deploy the stent. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.